Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred when the cartridge contained insulin. In addition, the insulin gauge was inaccurate. Customer reloaded the same cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 131 mg/dl.